Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: when the device was inserted into the cavity, it was noticed the tip of the tube was partly peeled off. Used other device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4).